Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: display is faded, discolored and difficult to read. Set display timeout to 60 seconds. Within 30 seconds display dimmed then went blank. Replaced display with test display. With timeout set to 60 seconds, display dimmed and went blank at 60 seconds. Screen dims prematurely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.